Event description:
It was reported that during pre-test, the solution could not be filled into the set. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. A product sample was received for evaluation. During visual inspection, the returned unit was visually inspected under normal conditions of illumination according to procedure and no obstructions nor occlusions were visually detected. During functional testing, the sample received was connected to prime using a pump and there was no difficultly in priming the device, the fluid could pass through the whole device; thus the failure mode reported is not confirmed. Root cause cannot be determined since the complaint was not confirmed, no action taken.